Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the CT surgeon that when the autopsy was performed, it was noted that the inflow valve graft had a hole in it; the pt had expired due to bleeding.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.